Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer has been experiencing high blood glucose on and off. Customer's blood glucose was 351 mg/dl, treated with high. Troubleshooting was performed and it was determined the device was functioning as designed. High pressure test was performed and device passed. Customer was advised to do a complete set change. No further information reported.